Event description:
The information provided by local distributor indicates: hospital name: (B)(6); surgeon's name: (B)(6); date of initial surgery: (B)(6) 2023; body part to which device was applied: femur; surgery description: correction, extraction of a fitbone nail; patient's information: 16 year-old, female, previous health conditon: none; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: it was an extraction of fitbone nail antegrade, we need to insert the taa screw 60000310 in order to catch the proximal part of the nail. As it is straight screw, it is an issue to insert it properly. The thread of the screw is too short to catch the nail. And as it was not perfectly oriented, the thread was damaged. Hopefully we have an other one, but the surgery was an issue for 3 hours in order to take the nail out. So the patient, 16 yo, was into anestesia for more that 3 hours and an half. The complaint report form also indicates: the device failure had adverse effects on patient; the initial surgery was not completed with the device; a replacement device of same model was immediately available to complete surgery; the event led to a delay in the duration of the surgical procedure: 2 hours and a half an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copy of operative reports is not available; copy of x-ray images is available; patient's current health condition: good. Further information received from the local distributor on 21 june 2023 the nail has been destroyed by the hospital. Manufacturer reference number: (B)(4); distributor reference number: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the returned device, received on 22 june 2023, was examined by orthofix quality operations department. The device was subjected to visual, dimensional and functional check as per orthofix srl specification. The device was subjected to visual, dimensional and functional check as per orthofix srl specification. The visual check of the returned device evidenced that the connection threads are significatively damaged. Tip of the device is rounded, deformed and bent. The dimensional check, performed using the proper gauge sc200, confirmed that the threads of the device are strongly damaged, thus causing the device not passing the go gauge verification. The no-go gauge verification passed. It was also performed a functional check by coupling the returned connection bolt to a fitbone femoral nail and to a fitbone tibial nail. The verification passed. The connection bolt could be successfully coupled with the nails. Medical evaluation the information made available on the event was sent to our medical consultant. Please find below an extract of the medical evaluation performed. The problem with accessing an antegradely inserted femoral nail is that the alignment of the limb must be adjusted correctly before sterile draping, with the affected limb adducted towards the midline, and a pad under the same buttock to allow in-line access to the femur. The description of the problems makes it clear: talking about the connection rod, they say: "and as it was not perfectly oriented, the thread was damaged." If the working tube is not aligned perfectly, it will guide the connection rod in the wrong direction for the threads to engage. The cone is applied first, and the working tube then passed over it. So, this extraction ran into difficulties because the connection rod was not aligned correctly with the implant; the threads were damaged during attempted connection which then failed. Repeated efforts were finally successful. -this technical analysis shows that the end of the male thread of the connection bolt is deformed with damage to the first thread. This could have been caused by attempted oblique insertion. It is possible that the thread damage happened during a previous use or during this one. Final comments based on the information available on the event and on the results of the technical investigation, it is not possible to surely define a specific root cause for the damaging of the fitbone connection bolt; although signs detected on the device (scratches, bent tip and damaged thread) lead to assume that they were likely caused by attempted oblique insertion during this specific application or during a previous use. Orthofix would like to remind that the instructions for fitbone reprocessing of reusable instruments are included in the leaflet pq fbr, provided with the device. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: it was not possible to perform the verification of the historical records, as the lot number of the device involved has not been made available. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: femur. Surgery description: correction, extraction of a fitbone nail. Patient's information: 16 year-old, female, previous health conditon: none. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: it was an extraction of fitbone nail antegrade, we need to insert the taa screw 60000310 in order to catch the proximal part of the nail. As it is straight screw, it is an issue to insert it properly. The thread of the screw is too short to catch the nail. And as it was not perfectly oriented, the thread was damaged. Hopefully we have an other one, but the surgery was an issue for 3 hours in order to take the nail out. So the patient, 16 yo, was into anestesia for more that 3 hours and an half. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was not completed with the device . A replacement device of same model was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure: 2 hours and a half. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is available. Patient's current health condition: good. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).